Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and a cracked opening in the diaphragm valve. Microscopic analysis was performed and identified a striated edge opening in the anterior side and a cracked opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated edge opening on anterior side assessed as surgical damage, and a cracked opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.